Event description:
Sixteen years post-operatively it was reported the pt presented with an embolism in the left cerebral cortex and the left eye. The pt underwent redo valve replacement in 2009. Intraoperatively pannus ingrowth was observed on the valve. The valve was explanted and a smaller 25 mm sjm valve was implanted. The pt was reported to be in stable condition. Additional info has been requested.